Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged. The lead was explanted and replaced with a competitive lv lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.